Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a heart rate of around thirties and dizziness. Patient had two weeks monitor that showed premature ventricular contraction (pvc) and pauses in heart rate of 5 seconds. Boston scientific technical services was able to inform the patient the device features and explained the device function and how the device calculates the heart rate versus the pulse oximeter and a blood pressure cuff. Moreover, the patient was being advised to contact clinician about the symptoms. As of this time, this device remains in service. No adverse patient effects were reported.